Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a 230 ml solution containing 90 ml fluorouracil and 140 ml saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation that had 190ml of solution in the reservoir. The reported condition of no flow was confirmed. Flow was not visually observed at the distal luer. Forced prime was attempted, but flow was not observed. No signs of blockage were visually observed inside the delivery tubing or the bladder. Microscopic examination showed that crystallized drug was blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.